Event description:
It was reported that the patient underwent heart transplant with removal of the vad. The patient developed a subsequent infection and while obtaining a computed tomography (CT) scan of their chest, a piece of retained driveline component from the vad was identified in the left anterior chest wall. The patient was taken back to the operating room (or) for removal of the retained piece. The healthcare provider identified a piece of velour coating adhered in the fascia.

Manufacturer narrative:
Voluntary mw number (B)(4) was received 26sep2022. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b5: the patient's 2019 pump exchange is captured under manufacturer report number 2916596-2019-05167. The multiple subsequent hospitalizations for pump thrombosis after this exchange are captured under manufacturer report numbers 2916596-2022-15649 and 2916596-2022-15648. Manufacturer's investigation conclusion: the root cause of the reported heart transplant/pump explant cannot be conclusively determined. A specific cause for the reported infection cannot be conclusively determined. The account communicated that the patient received a heart transplant on (B)(6) 2022, resulting in (B)(6) being explanted. The patient later developed an infection and a computed tomography scan of the patient¿s chest revealed that a piece of the driveline¿s velour coating was adhered in the patient¿s left anterior chest wall. The patient was taken back to the operating room for the removal of the retained piece of driveline. Additional information regarding the event was requested from the account; however, none has been provided at this time. (B)(6) was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate ii lvas. Instructions regarding preventing infection are outlined in various sections of this document. The heartmate ii lvas patient handbook contains instructions on preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that it was unknown if the patient was elevated on the transplant list secondary to a device or therapy related issue. The patient underwent the heart transplant on (B)(6) 2022 and a kidney transplant on (B)(6) 2022. It was noted that the patient had a previous pump exchange in 2019 and multiple subsequent hospitalizations for pump thrombosis after this exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection cannot be conclusively determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. (B)(6) was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate ii left ventricular assist system instructions for use lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Instructions regarding preventing infection are outlined in various sections of this document. The heartmate ii left ventricular assist system patient handbook contains instructions on preventing infection. No further information was provided. The manufacturer is closing the file on this event.